Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. However, the subject device was not returned and a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] "confirm that the wli and nbi endoscopic images are normal. 1.) Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2.) Observe the palm of your hand in the wli and nbi endoscopic images. 3.) Confirm that light is output from the endoscope¿s distal end. 4.) Adjust the brightness level as appropriate. 5.) Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6.) Turn the angulation control levers slowly in each direction until it stops. 7.) Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that noise occurred on the screen when using the wm-np2 workstation set 4 with the visera elite ii video system center and endoeye flex deflectable videoscope during a therapeutic procedure. When the scope was pushed into the video system center connector three times without removing it, the customer got an electric shock with a spark. Noise on the screen disappeared due to static discharge and use of the device continued; however, the workstation also made a crackling sound and the screen blacked out. A replacement workstation was used to complete the procedure. There were no reports of burns or patient harm or impact due to this event.

Manufacturer narrative:
Reports are being submitted on the workstation, video system and videoscope. Please refer to the following event: patient identifier of (B)(6) is related to model number: k10021610, serial number: (B)(6). Patient identifier of (B)(6) is related to model number: otv-s300, serial number: (B)(6). Patient identifier of (B)(6) is related to model number: ltf-s190-10, serial number: (B)(6). Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.